Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a perforation in the channel near the distal end. The reported malfunction occurred during reprocessing. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide correction to the previously submitted report and additional information regarding legal manufacturer's final investigation results. The returned device was evaluated and customer allegation was confirmed. Due to pinhole on the bending section cover and detachment of the channel tube, the water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This report was sent in error and would not cause or contribute to a death or a serious injury if it were to recur.